Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.